Event description:
The operator of a dimension vista 1500 instrument contacted the siemens customer care center (ccc). The customer stated that quality controls were out of range on the sodium, potassium and chloride assays. The customer stated that discordant patient results were reported. Repeat testing was performed on an alternate dimension vista 500 instrument. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse found that the integrated multisensor technology (imt) was draining at a rate of five seconds instead of two. The cse disassembled and cleaned the rotary valve, and discovered a foreign material lodged in the rotary valve. The cse removed the foreign material, cleaned, re-assembled, primed and aligned the valve. Quality controls were run, resulting within range. The cause of the discordant results was due to a foreign material in the rotary valve. The instrument is performing according to specifications. No further evaluation of the device is required.